Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device could not confirm the report. The device catheter was returned without a balloon attached. The balloon could not be inflated in this condition. The length of the returned catheter is approximately 181 cm. Approximately 66 cm of the catheter is missing along with the balloon. The end of the catheter appears to have been cut. A product-specific discrepancy that could not have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic dilation of an esophageal stenosis, a cook quantum ttc esophageal balloon dilator was used. Balloon leakage was observed at the joint of the balloon and catheter. No section of the device detached inside the endoscope of patient. Another balloon was used to complete the procedure successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.